Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device it was unable to duplicate the customer's reported problem. Inspected the pump and performed functional tests, it passed all test. Further investigation of the pump and found no issue with pump being lost programming. Therefore, no problem found with the issue. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd ms3 lost its programming. No adverse patient effects were reported.